Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had several alarms on the insulin pump including an unexpected restart alarm, a radio frequency pic failed selftest, an external ram crc error, the flash crc was incorrect for factory stored information, and displayable history crc check failed on startup. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer stated that a temp basal was not programmed before the alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Customer was explained that the pump experienced an unexpected restart. Customer stated that she was keeping the pump. Customer's blood glucose went super high and was in the 300's mg/dl last night after bolusing and eating a slice of pizza. Customer stated that the pump had been stored without the battery prior to when the issues began. Customer stated that she has been working with her doctor about upgrading the pump.

Manufacturer narrative:
No unexpected alarms were noted during testing. The pump passed the off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and self tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. Multiple displayable history alarms were found in the alarm history screen due to corrupted history files. The pump was monitored and no reset anomalies were noted during testing.